Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and was unable to duplicate the error. However, the trace file indicated a primary rack z position error in row f. The fse replaced the connector board 10, cleaned the reagent lld and lubricated the primary rack assembly. The repairs have been verified and passed all parameters. The instrument was tested without further problem and was returned to expected operation.